Event description:
It was reported by the customer that prbc's were started at 21 ml/hr at 1722 on (B)(6) 2024, with the rate increased to 75ml/hr at 1806. At 1831, the entire bag of prbcs had infused. According to the pump, 43.56ml had infused with 170.4ml remaining; however, the bag was completely empty. The volume to be infused was 286 ml and had infused over 69 minutes. There was no harm to the patient.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that prbc's were started at 21 ml/hr at 1722 on (B)(6) 2024 with the rate increased to 75ml/hr at 1806. At 1831, the entire bag of prbcs had infused. According to the pump, 43.56ml had infused with 170.4ml remaining; however, the bag was completely empty. The volume to be infused was 286 ml and had infused over 69 minutes. There was no harm to the patient.